Event description:
A customer reported a positive outlier on the total b-hcg assay from a patient sample. No biased results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.